Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg would not connect with the clinician programmer after a previous replacement surgery. Troubleshooting was attempted to no avail. The ipg was confirmed inoperable. Subsequently, surgical intervention took place on (B)(6) 2017 wherein the ipg was explanted and replaced. Moreover, communication and therapy was restored thus resolving the issue.

Manufacturer narrative:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Fsca number is pending. Corrected data: this event was not involved in the CAPA regarding the proclaim ipg entering the service application.

Event description:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Fsca number is pending.

Manufacturer narrative:
The observation from the field was confirmed. If the device is placed in MRI mode and a loss of pairing/bonding occurs, any follow up attempts to communicate or pair between patient¿s ipg and artemis programmer will be unsuccessful. It is also a normal function per the device design for stimulation to be disabled when placing the device into the MRI mode of operation. The fsca number is included in this report.

Manufacturer narrative:
The CAPA investigation was initiated on 2(B)(4) 2016 to address the issue of the proclaim ipg (orion ipg family) entering the service application state. The investigation was completed and being monitored by the manufacturer.